Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported scrotal infection, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a scrotal infection cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a scrotal infection. A wash out of all areas of infection was performed with the insertion of a new malleable penile prosthesis to preserve the tissue for a future multi component implant. The patient was expected to fully recover.